Manufacturer narrative:
The device was received for evaluation. During functional testing, failed delivery was not reproduced. Evaluation sent the device for flow rate testing and passed. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel was out of adjustment. The pressure plate travel requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed delivery. Pump ran three times and failed every time; 21. 22 ml, 21. 09 ml, 21. 43 ml-specification is 20 ml +/-1 ml during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.